Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached above 800mg/dl while wearing the pod on his buttocks and she was trying to treat at home with insulin. The pod was changed and his levels came down to 600-800mg/dl when they left the house to go to the emergency room (ER) due to his large amounts of ketones that would not go away. In a hour and a half his blood glucose was in the 300's mg/dl when they arrived at the hospital. The patient was diagnosed with high acid ketones and dehydration. After another hour he was back in the 100's mg/dl after being treated with fluids. The hospital did not provide any insulin and the pod continued to be used, with the exception of 5 minutes when it was suspended. The patient was also provided zofran for nausea. He was responding to the fluids, then dropped to 40mg/dl and they brought him back up with (B)(6). The patient was doing better after being treated at the ER and had been on multiple daily injections (mdi) "the" this occurrence. The device was discarded.